Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -10.5/2.5/095 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The lens stuck in cartridge/injection system during injection. There was patient contact (lens touched the eye) with no patient injury. The lens was implanted and removed replaced intraoperatively on (B)(6) 2023. This resolved the problem. Cause of the event is reported as unknown. Reportedly, 12.6 lens tore and back up lens 13.2 used.

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot.